Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up received from the manufacturer¿s representative reported that there was nothing physically apparent for the cause of the high impedance issue and their assumption was that the lead and/or the ins was defective. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0qafg implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Both devices (lead and ins) passed all tests with no anomalies identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0qafg implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead product ID 3889-28 lot# va0qafg implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead both ins and lead were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The initial reporter was updated from rep to physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding a patient who was implanted for urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor it was reported that the patient described a lack of clinical efficacy and could no longer feel the stimulation from the implant. Normal diagnostics and troubleshooting were performed. During the ins interrogation it was noted that there were multiple open circuits that were reading above 4000 ohms. The ins and lead were explanted. Issue was resolved at that time. There were no further complications reported.